Event description:
It was reported that during knee arthroscopy, scope fell apart. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for scope fell apart. A visual inspection was performed and showed the scope has severe distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.